Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used for intestinal polypectomy during an unknown procedure performed on (B)(6) 2022. During the procedure, it was found that the intestinal polyp could not be removed properly when the cold cut was made with the device. The procedure was completed with another different batch of snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).